Event description:
On march 2 at 1641, pt's heart rate was 136, and arterial blood pressure was 119/65 (map 79). The medication administration record shows a new levophed concentration (32 mg in 218 ml sodium chloride) started at 11.92 ml/hr. At 1700, the ICU nurse documented that the IV pump touchscreen for the pressor medications was unresponsive; the guardian nurse was present to assist. At that time, the patient¿s heart rate was 129, with a blood pressure of 108/58 (map 71). At that time, levophed and vasopressin were infusing through the malfunctioning pump. The nurse reported attempting to switch drip concentrations and placed the infusion on standby, after which the touchscreen locked and did not respond to unlock attempts. Pressors were manually infused by gravity until a replacement pump was obtained. It was documented that, upon restart, pressor requirements returned to prior settings. At 1715, the patient¿s heart rate was 156 with blood pressure 60/43 (map 50), improving by 1730 to heart rate 85 and blood pressure 100/56 (map 66) with levophed at 12.77 ml/hr. Levophed briefly increased to 13.62 ml/hr at 1745, then returned to 11.92 ml/hr by 1853. Blood pressures gradually increased to 138/70 (map 85) by 1845. The vasopressin dosing remained unchanged.